Manufacturer narrative:
The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on 8oct2025. It is unknown if the facility performed any other preventative maintenance on this bed. This bed was shipped on 13apr2007, and the complaint aware date is 26sep2025 which makes the bed 18 years old. The customer stated that the service needed to be cancelled as the account is not repairing at this time. If any additional information in regards to a repair is recieved, the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required.

Event description:
On 26-sep-2025, a company representative - service personnel contacted technical service to report that affinity 4 bed frame (product code p3700b000016, serial number (B)(6)), had brakes not holding. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.